Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The following fields have been populated: a1, d5, d8. Correction to g3 of the initial medwatch. The aware date should be 18-aug-2020. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Based on evaluation performed by the complaint information, omsc confirmed that the ultrasonic transducer surface of the device partially peeled off. Omsc reviewed the manufacturing history (DHR) of the device, and confirmed no irregularity. The exact cause has been unknown, however, the following are supposed to be the cause. There is a possibility that peeling of the ultrasonic transducer surface occurred by external stress such as hitting or rubbing. The instruction manual of the subject device states the corresponding method in case of an abnormality.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the inspection of the device, it was found that the ultrasonic transducer surface of the device partially peeled off. Other detailed information was not provided. There was no report of patient injury associated with the event.